Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 39 (motor current error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and damage was found at the battery tube side. The damage was affecting/impacting pump functionality. The customer was not able to clear the alarm. Battery cap contacts and battery compartment and/or springs were not damaged. The customer also reported blank display and the display did not return after inserting a new battery or restart. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested for return and the customer response was that the device was returned.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. Pump immediately alarmed a pump error 39 during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due to reoccurring pump error 39. The pump passed the sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed several pump error 39 alarms on the event date of 06/17/2025 at 13:40:47.000 to 13:47:14.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump alarmed a pump error 41 alarm on the event date of 06/17/2025 at 13:39:34.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Pump error 39 was confirmed during testing problem isolated to the motor assembly. Blank display was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Pump error 41 was confirmed in the pump history files and traces as a consequence of pump error 39. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.